Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter detached when the patient moved and another epidural catheter placement was performed. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and snaplock adapter with no relevant findings. Additional document review could not be performed as no sample was returned by the customer for investigation. A corrective action is not required at this time as a potential cause of the mismatching of the catheter could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter and snaplock adapter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the mismatching of the epidural catheter could not be determined based upon the information provided and without a sample.

Event description:
The catheter detached when the patient moved and another epidural catheter placement was performed. The patient's condition was reported as unknown.